Event description:
Stryker performance series sagittal blade ref# 6118-127-100 was being used during a total knee procedure when the hook on the back of the blade broke. An additional sawblade had to be utilized to complete the procedure. The stryker representative was notified and is in contact with stryker marketing and engineering to see if there may be a problem with the housing.